Event description:
Additional information was received that there were observations of pacing not delivered when required and high out of range pacing impedances of greater than 2000 ohms. The fracture was suspected and not able to be confirmed.

Manufacturer narrative:
At this time, the lead remains capped and implanted. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a lead safety switch due to high out of range impedances. There was also observations of oversensing noise caused by myopotential. The patient was complaining of shortness of breath and dizziness. A revision was performed, where it was noted that the rv lead was fractured. The lead was surgically capped and replaced. No additional adverse patient effects were reported.